Event description:
Event description guidant received information that, post implant, this atrial lead had an impedance greater than 2500 ohms in bipolar mode. The threshold has risen greater than 2 volts but the sensing is fine. During an invasive procedure, it was discovered that the proximal setscrew on the pacemaker was not making good contact with the anode band of the lead. This was because the lead was not advanced enough into the header. The doctor also repositioned the atrial lead to get better thresholds. The lead was re-inserted into the header and the issues were resolved.